Event description:
It was reported that the insulin pump kept alarming no delivery and the customer visited the hospital. The doctor told the customer to request a replacement. It was stated that the customer changed the infusion set every two hours. Troubleshooting was performed, and the fixed prime test passed. Assisted the caller to run the displacement test and passed. The customer did not have a tubing clamp to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.